Event description:
The customer reported that the system gives an ad-zero error. No pt involved.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. Results- error code displayed.